Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant calcium_2, bun, alt and ast results was unknown. The fse replaced the mixer rods, checked the probe alignments and cleaned the wash up - down vacuum and wash solution tubing. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
Discordant calcium_2 (ca_2), urea nitrogen (bun), alanine aminotransferase (alt) and aspartate aminotransferase (ast) results were obtained on an advia 1200 instrument for one patient. The discordant results were not reported to the physician. The same sample was repeated two times on the instrument and the second repeat result was reported. There are no known reports of adverse health consequences or patient intervention due to the discordant calcium_2, bun, alt and ast results.